Event description:
Same case as MFR report #: 2134265-2012-05209. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 99% stenosed target lesion located in the mildly tortuous saphenous vein graft located in the left anterior descending artery. There was no vessel calcification. Two overlapping promus element plus stents [3.5x16mm, 3.5x38mm] were implanted in the target lesion and were well positioned and well apposed after deployment. In (B)(6) 2012, the patient presented with chest pain and a scheduled cath procedure revealed stent thrombosis. Per the physician, the patient was compliant with a plavix and aspirin regiment. The patient was treated with medicine and remains in the hospital with a totally occluded saphenous vein graft. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).